Manufacturer narrative:
The field service engineer replaced the sample probe and fittings, reagent probe, and a solenoid valve. He adjusted the liquid level detection, performed calibration and qc, and ran performance testing.

Manufacturer narrative:
The cause of the event could not be determined but was resolved by the service actions.

Manufacturer narrative:
The field service engineer changed the pinch tubing. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys troponin I immunoassay results from the cobas e411 rack analyzer. Patient 1 initial result was 9 ng/ml and the repeat results were 3 ng/ml and 3 ng/ml patient 2 initial result on (B)(6) 2020 was 13 ng/ml and the repeat results were 34 ng/ml and 14 ng/ml. Patient 3 initial result on (B)(6) 2021 was 21 ng/ml and the repeat results were 11 ng/ml and 9 ng/ml. Patient 4 initial result on (B)(6) 2021 was 3 ng/ml and the repeat result was 14 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.